Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the right ventricular [rv] lead had high impedance, a high sensing integrity count [sic], noise was present on the patient's electrogram and a lead fracture was suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.